Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-06076 and 2134265-2018-06077. It was reported that catheter entrapment occurred. The 80-85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.2mm x 12mm threader balloon catheter was advanced over a rotawire floppy guide wire but significant resistance was encountered upon backing out. Subsequently, the device was replaced and the same balloon catheter was advanced over a 300 choice pt guide wire. However, significant resistance was again felt and the catheter froze on the wire. The whole system was pulled out and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter with the mentioned choice guide wire in the guidewire lumen. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The inner and outer shaft is buckled and stretched in numerous locations. Microscopic examination revealed that the balloon has a pinhole 1mm proximal of the markerband. The threader catheter and the guidewire in the lumen were soaked in warm water for 2 weeks in attempt to remove the wire, the guidewire was not able to be removed due to the shaft buckling. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-06076 and 2134265-2018-06077. It was reported that catheter entrapment occurred. The 80-85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.2mm x 12mm threader balloon catheter was advanced over a rotawire floppy guide wire but significant resistance was encountered upon backing out. Subsequently, the device was replaced and the same balloon catheter was advanced over a 300 choice pt guide wire. However, significant resistance was again felt and the catheter froze on the wire. The whole system was pulled out and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.